Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use. It was reported that the machine was not switching on. Review of the log file confirmed the failed to initialize all grabber cards malfunction due to issues found on the soldering bumps of the f-chip. Upon further inspection, philips remote service engineer (rse) checked and confirmed the flexvision frame grabber initialization error in logfiles and suggested to replace flexvision pc. The defective flexvision pc was returned for failure analysis and was not able confirm failure. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced flexvision pc, reinstalled os and software. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.